Event description:
Boston scientific crm received information that the patient with this implantable pacemaker went to hospital after experiencing dizziness and a loss of consciousness. The device was interrogated and all measurements appeared normal and within acceptable safety margins. However, it was notice on the real-time electrocardiograms that intermittently following a ventricular pace, there was no output spike and no ventricular capture. External monitoring was performed and also displayed these pauses in pacing. This device is part of the low voltage capacitor product advisory population, initially communicated on june 23, 2006. This patient has complete heart block with an escape rhythm of 35 bpm. No other adverse patient effects were reported.

Manufacturer narrative:
The patient was hospitalized and a replacement has been scheduled. Once the device is replaced, it will be returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Telemetry functions were normal and a review of the device memory found no hardware resets. Microscopic inspection of the device header found all seal plugs and adhesive to be normal and intact. All setscrews moved freely and without issue. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm loss of capture and intermittent pacing. It was determined that this device was operating normally and within specification. There was no evidence of advisory behavior during the memory review or testing.

Event description:
The device was returned.